Manufacturer narrative:
Follow-up # 1 ¿ (08/11/2014). The patient¿s meter has been returned on 7/30/2014 and evaluated by lifescan product analysis on 7/31/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter read inaccurately when compared to the onetouch ultramini meter. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began towards (B)(6) 2014. At unspecified dates/times the patient reportedly obtained blood glucose readings of ¿125, 50, 45, and 50mg/dl¿ with the subject meter; however, the reading on the onetouch ultramini meter is not known. The patient manages his diabetes with insulin pump therapy; however, the patient denied taking any action in response to the alleged meter issue. According to the csr¿s documentation, a few days after the alleged issue occurred the patient reportedly developed symptoms of dizziness, lighted headedness, and cold sweats. The patient denied receiving any form of treatment after the reported issue occurred. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The csr noted the test strips that were used at the time of the alleged issue were stored incorrect. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 2 ¿ (09/29/2014). The patient¿s test strips have been returned on 8/22/2014 and evaluated by lifescan product analysis on 9/17/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.